Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that when the sensor was removed after the nurse failed to insert the sensor, it did not have the electrode. Customer's blood glucose level was unknown. Sensor will be returned for analysis.

Manufacturer narrative:
Findings: inspected 4 opened/used partial insertion needles and performed visual inspection and checked all 4 introducer needles for burrs/hooks and dull needle tip defects and none was found. All 4 introducer needles passed per specifications. See attachment file for details. Missing 4 enlite sensors.